Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in a procedure performed on (B)(6) 2022. During preparation outside the patient, it was noticed the handle of the device would not rotate; hence, the operation could not be performed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in a procedure performed on (B)(6) 2022. During preparation outside the patient, it was noticed the handle of the device would not rotate; hence, the operation could not be performed. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of handle won't turn. Block h10: the returned speedband superview super 7 (only handle and suture thread) was analyzed, and a visual evaluation noted that the handle had no problems. A functional evaluation was performed by rotating the handle knob. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of handle won't turn was not confirmed. Upon analysis, it was found that the handle had no problems. Based on all gathered information, the most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.